Event description:
It was reported to tyco health care/kendall in 2008 that a customer had a problem with a dialysis catheter. Customer reported that a sapphire catheter fell out of a female patient. The catheter was placed via the right internal jugular vein on approx two months earlier and fell out on two days prior to original date. No tissue growth was observed and no sutures were evident. A new sapphire dialysis catheter was placed on patient's opposite side (left).

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.